Event description:
On (B)(6) 2011, pt reported the screen on his infusion device has a black spot in the middle of it. Pt stated the infusion device has not been dropped on a hard surface. Pt reported he thinks the black spot is from normal wear and tear and it may be a pressure spot. Pt stated the black spot was causing him not to be able to read the display. Pt reported he could not see the basal rate or bolus amounts. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.